Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The customer stated that the meter results were outside of the meter's measuring range or higher than 8.0 inr. Product labeling states."very low or very high results - if the measuring unit is correctly set to inr, repeat the test. If when you repeat the test, you get the same result (either <8.0 or >8.0 inr), call your doctor. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from one patient tested with the coaguchek xs meter. The reporter stated that the meter results were outside of the meter's measuring range or higher than 8.0 inr. At 11:00 pm or 11:20 pm, the result from a doctor's coaguchek meter was 2.8 inr. At 11:55 pm, the result from the reported meter was 8.0 inr. The therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0- 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.